Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), bacterial vaginosis ("vaginal flora shift") and uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy with removal of devices on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, bacterial vaginosis and uterine leiomyoma outcome was unknown. The reporter considered bacterial vaginosis, menstrual disorder, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: on (B)(6) 2013, the plaintiff underwent a tubal ligation procedure. Diagnostic results: following the requisite time period after implantation of essure the plaintiff had an hsg test. Proper placement was confirmed. Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 36-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, tubal ligation, diarrhea and postpartum depression. Following the requisite time period after implantation of essure the plaintiff had an hsg test. Proper placement was confirmed. Concurrent conditions included obesity, gerd, epigastric pain, chest pain, loose stools, sore throat, abdominal tenderness, abdominal pain, hemorrhoids, uterine fibroid, morbid obesity, depression, dysfunctional uterine bleeding, abdominal pain lower, general body pain, dizziness and emesis. Concomitant products included diphenhydramine hydrochloride, ibuprofen, omeprazole (prilosec) and prochlorperazine. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced fatigue ("fatigue"), 8 years after insertion and 1 year 1 month after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), bacterial vaginosis ("vaginal flora shift"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vomiting ("vomiting") and abdominal pain lower ("right lower pain") and was found to have uterine leiomyoma ("uterine leiomyoma") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, bacterial vaginosis, uterine leiomyoma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, dyspareunia and fatigue outcome was unknown, the dysmenorrhoea, vaginal discharge and vomiting had resolved, the weight increased was resolving and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, the plaintiff underwent a tubal ligation procedure. Current weight: 210 lbs. There was on trailing coil. We then placed the left side one without any difficulty. Again, there was one trailing coil. Plaintiff mentioned that dysmenorrhea started to improve with in "1 month of removal". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: occlusion of bilateral tubes. Coils are seen in the region of the bilateral proximal fallopian tubes.. Pregnancy test urine - on (B)(6) 2008: negative.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vomiting, headache, nausea, bacterial vaginosis, nausea, menorrhagia, pelvic pain, migraines. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs and mr were received: lot number was added. Events: vaginal hemorrhage, menorrhagia, apareunia, migraines/headaches, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain, vomiting and right lower pain were added. Event outcome were added. Concomitant drugs and conditions were added. Reporter causality comments were added. Lab data were added. Reporters were added. Plaintiff demography added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 36-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, tubal ligation, diarrhea and postpartum depression. Following the requisite time period after implantation of essure the plaintiff had an hsg test. Proper placement was confirmed. Concurrent conditions included obesity, gerd, epigastric pain, chest pain, loose stools, sore throat, abdominal tenderness, abdominal pain, hemorrhoids, uterine fibroid, morbid obesity, depression, dysfunctional uterine bleeding, abdominal pain lower, general body pain, dizziness and emesis. Concomitant products included diphenhydramine hydrochloride, ibuprofen, omeprazole (prilosec) and prochlorperazine. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced fatigue ("fatigue"), 8 years after insertion and 1 year 1 month after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), bacterial vaginosis ("vaginal flora shift"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vomiting ("vomiting") and abdominal pain lower ("right lower pain") and was found to have uterine leiomyoma ("uterine leiomyoma") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, bacterial vaginosis, uterine leiomyoma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, dyspareunia and fatigue outcome was unknown, the dysmenorrhoea, vaginal discharge and vomiting had resolved, the weight increased was resolving and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, the plaintiff underwent a tubal ligation procedure. Current weight: 210 lbs. There was on trailing coil. We then placed the left side one without any difficulty. Again, there was one trailing coil. Plaintiff mentioned that dysmenorrhea started to improve with in "1 month of removal". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: occlusion of bilateral tubes. Coils are seen in the region of the bilateral proximal fallopian tubes. Pregnancy test urine - on (B)(6) 2008: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vomiting, headache, nausea, bacterial vaginosis, nausea, menorrhagia, pelvic pain, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.